Manufacturer narrative:
(B)(4). A radiograph received notes the superior screw appears to have loosened at the l4 vertebral body. The film shows no clear evidence of vertebral subsidence or loss of height/slippage of the corpectomy implant at l5. Patient factors are unknown. No additional information regarding the event has been received; however, revision surgery has apparently not occurred. Root cause of the event is unknown. Labeling review notes: "...potential risks identified with the use of this device system, which may require additional surgery, include: device component fracture, loss of fixation, nonunion, fracture of the vertebra, neurological injury, and vascular or visceral injury..."

Event description:
A lateral plate assembly was implanted following a corpectomy procedure at the l5 vertebra. At an unknown date following the procedure, one of the two superior screws was noted to have loosened. It is unknown if revision surgery occurred. No patient injury was reported.